Event description:
It was reported that during an intracept procedure when the physician was malleating, the straight stylet became bent and kinked. It was noted that hard bone was encountered and only the first level was attempted. As a result, the straight stylet was removed and the physician noticed an unusual amount of bleeding. Due to the excessive blood loss, the physician decided to abort the procedure. Pressure was applied to the incision until the bleeding stopped, and skin glue was used to close the incision. There were no patient complications and the patient was doing well postoperatively. All products were disposed by the medical facility.

Event description:
It was reported that during an intracept procedure when the physician was malleating, the straight stylet became bent and kinked. It was noted that hard bone was encountered and only the first level was attempted. As a result, the straight stylet was removed and the physician noticed an unusual amount of bleeding. Due to the excessive blood loss, the physician decided to abort the procedure. Pressure was applied to the incision until the bleeding stopped, and skin glue was used to close the incision. There were no patient complications and the patient was doing well postoperatively. All products were disposed by the medical facility.